Event description:
Procedure type: laparoscopic inguinal hernia repair. According to the rptr: the balloon was inserted into the preperitoneal space and inflated. The balloon was not observed to be inflating and when removed from the pt was seen to be burst along its edge. Another device was opened and used to complete the procedure. No problem occurred with the second balloon.

Manufacturer narrative:
(B)(4).